Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user removed a prior cgm for imaging and attempted to start a new dexcom g7 sensor, after which the sensor would not pair with the ilet and the ilet displayed a replace sensor alert; troubleshooting included repeated pairing attempts, guidance that pairing can take approximately 30 minutes, and an attempt to activate the sensor using a magnet. Symptoms included no reported adverse clinical effects. Outcomes included no reported medical intervention or hospitalization. Investigation included technical support assessment and guided troubleshooting steps to re-initiate pairing. Investigation of this case revealed a continued failure to establish communication between the dexcom g7 sensor and the ilet despite repeated activation and pairing attempts. It was concluded, based on previously established findings for similar reports, that the cause was likely a sensor activation or communication failure preventing successful pairing.